Event description:
A malfunction alarm was reported by the customer, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurred.